Event description:
Related manufacturer reference t#: 1627487-2019-05944, 1627487-2019-05942, & 1627487-2019-05943. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which 3 of the 4 existing leads were repositioned and anchored down. Issue resolved and therapy has been restored. All of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 4; reference MFR. Report#: 1627487-2019-05944, 1627487-2019-05942, and 1627487-2019-05943. It was reported the patient has been receiving inadequate therapy due to lead migration. X-rays confirmed the lead migration. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Related manufacturer reference t#: 1627487-2019-05944, 1627487-2019-05942, & 1627487-2019-05943.